Event description:
Additional information received indicated the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-00974. It was reported that patient experienced ineffective therapy due to high impedances. Reprogramming was unsuccessful. X-rays showed that the lead was fractured. No additional information is known at this time.

Manufacturer narrative:
Correction: section h6: the type of investigation should have been 4114 - device not returned rather than 4117 - device not accessible for testing

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.